Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it's not possible to determine the manufacture date. Lancing devices are also not 510k cleared.

Event description:
A bayer sales representative called on behalf of a (B)(6) diabetes nurse educator. He stated the nurse was having difficulty removing the endcap on a microlet2 lancing device and received a needlestick from a used lancet. The lancet had been used on a pt who had (B)(6). The caller said the nurse was tested for (B)(6) and she was fine. Customer service left a message for the nurse and advised her to return the microlet2 for eval. A replacement lancing device was sent to the customer.